Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the medical operations manager, a chpv valve is at a setting other than what is intended. Valve was implanted on (B)(6) 2017. Before explanting valve on (B)(6) 2017 surgeon tried to adjust 2 different vpvs with same result.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the valve was visually inspected: biological debris were noted on the valve mechanism. The valve was programing tested with programmer 82-3126 with serial (B)(4)valve failed the test. The cam did not move. The valve was hydrated. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve passed the test. The valve was dried. As it was not possible to reprogram the valve the valve was tested at setting returned (30 mh2o) the pressure returned was 35 mh2o. The valve was dismantled and was examined under microscope at appropriate magnification: scratch mark were noted in the valve casing. This is probably due to the valve receiving some form of impact. Also biological debris were noted on the valve rotor and stator. The cam magnets were controlled. The magnets passed. The lot history record for product 82-3112, sn (B)(4) (lot# 101356) was reviewed no discrepancies were noted. The root causes for the programming issue was due to the valve receiving some form of impact. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.